Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two bd q-syte luer access split septums experienced the septum pushing into the adapter during use. The following information was provided by the initial reporter: on (B)(6) 2020, the q-syte found that the side of the septum membrane collapsed during the PICC maintenance of the patient's PICC in the user facility, and the entire joint could not be used normally. The department immediately replaced the joint and then infused. The department has just been used for 2 months. At present, one case of liquid leakage and two cases of collapse have caused customers to question our company's product quality; it has a very bad impact on the company's brand image; it is very likely that subsequent customers will continue to choose my company's products or other series of products have some doubts.

Manufacturer narrative:
Investigation summary: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed a view from the top septum of 2 q-syte units. Through the visual evaluation of the photograph, the top disk of the septum is pushed into the top body. The reported issue was confirmed. Although the reported issue was confirmed, the photograph did not provide enough evidence to identify a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that two bd q-syte luer access split septums experienced the septum pushing into the adapter during use. The following information was provided by the initial reporter: on february 25th, 2020, the q-syte found that the side of the septum membrane collapsed during the PICC maintenance of the patient's PICC in the user facility, and the entire joint could not be used normally. The department immediately replaced the joint and then infused. The department has just been used for 2 months. At present, one case of liquid leakage and two cases of collapse have caused customers to question our company's product quality; it has a very bad impact on the company's brand image; it is very likely that subsequent customers will continue to choose my company's products or other series of products have some doubts.